Manufacturer narrative:
Multiple attempts for product return and additional info were made. No additional patient or product info was available. An on-site investigation is currently in process by masimio reps at the facility where the events occurred.

Event description:
It was reported that the complaint from customer is; getting erroneous readings is because of possibly an incompatibility or inconsistency between the pulse oximetry algorithm that was previously in the philips monitor and what masimo added. No known impact to patient.